Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument's movement and rotation was not smooth and normal. The customer swapped for a different instrument and met their expectations. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up and obtained additional information. The doctor could not get it to move the direction they wanted it to and felt like there was a broken cable inside. The movements of the surgeon did not scale appropriately to the instrument. There was less movement than intended. The customer was trying to rotate the instrument. The instrument would not rotate. Instrument did not move with uncontrolled motion. The timing of instrument was appropriate. There was no shakiness. Issue was persistent when doctor tried to rotate the instrument to grab tissue. The customer opened a new instrument, and it worked fine. There was no patient injury.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found the primary finding of instrument grip cables loose-distal to be related to the customer reported complaint. The instrument was found to have a loose grip cable at the grip hub. Furth inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause.